Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she went to the emergency room because the pump was not delivering insulin. Customer's blood glucose was 150 mg/dl. Customer was calling back to perform the high pressure test. Customer performed the high pressure test and the alarm went off and the pump said no delivery. Customer was advised to do a complete set change. Customer is stable and back at home. Customer ran all the tests and gave insulin through a syringe at the hospital. The pump passed the high pressure test and the customer was advised that the pump was functioning as designed. It was explained that the occlusion could have possibly been at the tubing connection and the reservoir cap. Customer was advised to not revert to the pump until she speaks with her health care professional first.